Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had 2 week post op exam with x-rays. The x-ray looked normal. 2 months later knee started hurting and patient noticed her knee did not look straight. Patient came in for more x-rays, tibial plateau had fractured and was in varus.